Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left side of body') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included multiparous ((B)(6) 2001, (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia,"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, ") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, weight increased, fatigue, hormone level abnormal, tooth disorder, migraine, headache, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for uti. Plaintiff dob discrepancy earlier (B)(6) 1901 . Lot number: a63342 manufacture date: 2012-10 expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/left side of body') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. A63342) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included multiparous ((B)(6) 2001, (B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2012). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia,"), female sexual dysfunction ("apareunia"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal, ") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, female sexual dysfunction, urinary tract infection, weight increased, fatigue, hormone level abnormal, tooth disorder, migraine, headache, vaginal discharge and vaginal haemorrhage outcome was unknown. The reporter considered fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for uti. Plaintiff dob discrepancy earlier (B)(6). Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received: events abnormal bleeding (vaginal), pain left side added. Medical history lot number added. Case incident category updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.